Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a tissue excision case on an unknown date and suture was used. Two 4-0 pds needles broke. The surgeon was able to retrieve pieces. Case completed with another device of the same product code. There were no patient consequences reported. No devices will be returned.